Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was reported as fusiform in shape and 8.5 cm. The aorta at the bifurcation was very narrow at 13 mm in diameter, and there is severe calcification through out the vessels. The bifurcated stent graft was implanted; however, due to the small in diameter aorta the contralateral limb did not open. The physician elected to convert the device to aorto-uni-iliac by placing a cuff in the flow divider followed by a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: small aorta at the bifurcation was very narrow at 13 mm in diameter, and there is severe calcification through out the vessels. Evaluation codes, conclusions: aorta at the bifurcation was very narrow at 13 mm in diameter, and there is severe calcification through out the vessels.